Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer woke up with a high blood glucose level of 400 mg/dl. The customer continued to have high blood glucose levels even though he did not eat. The customer stated that he had already changed the site earlier and that he changed it again while on the phone. Troubleshooting for his high blood glucose levels was done. Customer did not fully complete the troubleshooting because the customer did not want to go through the priming sequence and perform a fill cannula. Advised customer to change the infusion set, reservoir and insulin and treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.